Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service was dispatched due to low blood glucose on (B)(6) 2022 with unknown blood glucose value. Customer was treated with glucagon and food. The insulin pump was used at the time of the incident. Auto mode was not used. Customer also mentioned going to bed and insulin pump over delivering insulin and her having a low on (B)(6) 2022. Ambulance took her to the hospital and she was hospitalized for the low. Customer had treated the low with food, dextrose 50, and glucagon. Customer is a brittle diabetic and goes from high to low very fast. Pump returned for analysis under case-2022-00477830. This case is for the march 23, 2022 event. Please see case-2022-00477830 for the march 25, 2022 event.